Event description:
A malfunction alarm identified as malf 12 was reported, causing no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump since the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared.